Manufacturer narrative:
The root cause of the reported complaint cannot be identified at this time. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product. As per the directions for use, death is a known potential adverse event which may be associated with the use of a coronary stent in native coronary arteries.

Event description:
Same case as: 6000093-2007-01492, 6000089-2007-01056, 6000093-2007-01493. It was reported that post a coronary drug eluting stenting treatment procedure, patient death occurred. The 99% stenosed lesion being treated was located in the moderately non-calcified, tortuous proximal right coronary artery (rca). One day prior to the stent placement, the patient was transferred to the hospital due to a myocardial infarction. The patient refused the treatment procedure. The following day, chest pain persisted and the patient requested the procedure be performed. An intra-aortic balloon pump (iabp) was inserted and (2) 2.50x24 mm taxus express2 drug eluting stents, a 2.75x28 mm taxus drug eluting stent, and a 3.00x16 mm taxus express2 drug eluting stent were placed. Two days post the initial procedure, the patient expired. According to the physician, "the cause of death was delay of the procedure, because the patient refused treatment. The ami could not be treated promptly." The physician does not think that the event was caused by the taxus stents.